Manufacturer narrative:
On (B)(6) 2014, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. On (B)(6) 2014, the medtronic representative, following-up at the site, spoke with the surgeon who stated he preformed tracer registration on the patient and checked accuracy in the center of a fiducial and did not check accuracy on any anatomical landmarks. No parts have been returned to manufacturer for analysis. No further issues have been reported.

Event description:
A site registered nurse (rn) reported that while in a cranial procedure, after a successful touch-n-go registration, registration was verified as inaccurate. The surgeon was touching the patient's temple and the navigation system was showing on the eye. Magnetic resonance imaging (mr) t1 exams were being used. The 3d model appeared rippled and the skin was not smooth. In trouble-shooting, tracer registration was attempted twice, inaccuracy remained. A point-merge registration was unfinished when the surgeon decided to discontinue the use of navigation. The surgeon continued and completed the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site and provided training to site staff on using the navigation system with proper registration technique. There have been no further inaccuracy issues reported from the site.

Manufacturer narrative:
Archive of the patient exam which was used for registration which included images of the tracer pattern and touch-n-go registration was analyzed by medtronic representatives: archive shows symmetrical fiducial placement. Spheres of accuracy generated for touch'n go do not extend to the patient's face or left side of the patient's head, where inaccuracy was first noted. The tracer registration saved in the archive was the second tracer reported. The tracer pattern is mainly consolidated to the center of the patient's forehead with limited tracing done on the nose or temples which is poor tracer technique. Software investigation completed. The touch n go registration issue will be continually monitored in a medtronic software anomaly tracking database. The tracer inaccuracy was due to poor tracer technique and software was functioning as designed. No further subsequent related issues have been reported.